Event description:
It was reported that during a colostomy closure, the device was inserted properly, the anvil was snapped in, dialed down and anvil was moving in correct direction. There was no crunch heard and no resistance. When removing the stapler, there was a large jagged posterior opening with unformed staples in the tissue. The tissue was cut out and stapled over the opening. Patient received a permanent colostomy. Device is being held by risk management. Additional information has been requested.

Manufacturer narrative:
Date sent: 06/16/2009. Information anticipated, but unavailable at this time. Received user facility medwatch # in 2009.